Event description:
1. Describe the event: the initial reporter questioned high results for 1 patient tested for elecsys ft4 IV on a cobas 8000 e 801 module. 2. Patient age range: 75 years old. 3. Patient weight range: asku. 4. Patient sex breakdown: female. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: the patient sample was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Manufacturer narrative:
For the event: 1. Summary of investigation results: no interferent was detected in the patient sample. The investigation did not identify a product problem. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." 2. Summary of follow-up/corrective actions taken: the investigation confirmed the customer's elecsys ft4 iii results. The patient sample was tested for interferents using different research toolboxes.